Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a possible touch contamination. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with ancef 1 gram intraperitoneally for two weeks (frequency not reported) and fortaz 1 gram intraperitoneally for two weeks (frequency not reported) for the peritonitis event. At the time of this report, antibiotic therapy was ongoing. It was not reported if peritoneal dialysis therapy was ongoing. The patient was recovering from the peritonitis event. The patient will be retrained on the proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.